Manufacturer narrative:
Correction: the ipg was not repositioned via surgical intervention on (B)(6) 2024 further information was requested but not received after several attempts. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that although surgical intervention occurred, the ipg was not replaced or repositioned; intervention involved the leads only (related manufacturer reference number: 1627487-2023-05058, 1627487-2023-05059).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the ipg was repositioned via surgical intervention on (B)(6) 2024.